Event description:
On (B)(6) 2012 the reporter, the patient's mother, contacted animas to report there was insulin in the pump cartridge compartment and insulin leaking from the pump. There was no damage seen to the pump or insulin cartridge, and the patient had not primed while attached. The reporter also noted the patient may have noticed insulin leaking from the infusion site, as the patient was not fully connected to the tubing. The patient experienced no symptoms of high or low blood glucose levels, and obtained a reading of 400 mg/dl and trace ketones. The patient did not seek any medical attention. The patient's blood glucose level and lack of symptoms do not indicate severe injury. However, as the pump issue was not resolved, this complaint is being reported.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump boots to verified screen with audible and vibratory sounds. There was no damage observed to the cartridge compartment or to the cartridge cap. The cartridge cap was able to fully tighten and there was no visible moisture observed in the cartridge compartment. A leak test was performed and the pump passed and there was no moisture in the pump. The cartridge was evaluated with the following results: there was no damage to defects to the luer connection or o-rings. A leak test was performed with no leaks from the luer connection, o-rings or anywhere else in the cartridge.